Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they have loss of power. There was no reported adverse patient impact.

Manufacturer narrative:
Clarification: this was not a malfunction of the device; philips confirmed this to be a parts order only.

Event description:
The customer requested a parts ID for a battery. The customer verified this to be a parts order only, no allegation of a malfunction. There was no reported adverse patient impact.